Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was receiving unintended rib stimulation following her lead revision procedure (reference MFR. Report: 1627487-2016-01236) as the physician decided to place the lead midline to the right. Subsequently x-rays revealed the lead was placed too far right. As a result, the patient underwent surgical intervention on (B)(6) 2016 during which the physician repositioned the model 3268 scs lead. Effective stimulation was obtained following the procedure.